Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient¿s blood glucose (bg) has been high since (B)(6) 2013 and they have done 3 site changes, finding no kinks or blood when removed. Bg has fluctuated between 400-500 mg/dl, ketones have been "fine," but patient was not himself and was moderately thirst. Reporter states health care profession (hcp) increased basal rates and they are giving him insulin via syringe. Patient is responding to the injections, and the same insulin is used as in pump. Bg at start of call was 145 mg/dl but rising. Alarm history shows no occlusion alarms, prime history shows they may have changed the site 5 times since (B)(6) 2013 morning. They place sites on backside exclusively and have done so for 8 years. Reporter states no redness or irritation, there is some "minor" scarring and they avoid those areas. Hcp suggested they could use abdomen, but they have not used it yet. Reporter gave a test bolus of 3 units to air, which the pump delivered. Pump appears to be delivering insulin as recorded. Customer support (cs) advised reported that the problem may be scar tissue on the backside and suggested they use the abdomen as the hcp recommended to see if there is improvement in the patient¿s response to the insulin. Reporter agreed and will call back if further issues. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.